Event description:
It was reported that the patient was not getting adequate coverage as a result of lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.